Event description:
Procedure type: colostomy reversal. According to the reporter: the surgeon checked the anastomosis immediately after firing the stapler. No leaks apparent. Post-operatively the anastomosis fell apart. There was a re-operation performed to sew the anastomosis. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).